Event description:
It was reported by service report that the upper handle will not lower all the way. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Frame weldment assembly.